Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "autofill failure" and "blood detected" alarms. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The customer did not ask for any field service assistance. The customer reported that they ran the condensation removal procedure and the unit was working correctly. No further information was provided by the user facility. (B)(4).